Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed with 0 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a transmitter failed error occured. No additional event or patient information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of the transmitter failed error could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of the transmitter failed error could not be determined. A root cause could not be determined."

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be a low transmitter battery that led to a failure. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of transmitter failed error was not confirmed. The root cause could not be determined.